Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmjbj / sxpp1a401, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that the patient underwent laparoscopic myomectomy procedure in (B)(6)2021, and barbed suture was used. During the procedure, the suture broke. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.